Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of the blades were broken while cutting the posterior chamber during tka. Pictures of the broken blades are available. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since it does not involve a joint reconstruction device. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.